Manufacturer narrative:
Patient initials: (B)(6). Patient exact weight reported as (B)(6). This report is for an unknown quantity of unknown 2.7 mm variable angle locking screws/unknown lots. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient who was implanted with a 2.7 mm / 3.5 mm variable angle locking compression anterolateral distal tibia plate and multiple 2.7 mm variable angle locking screws on (B)(6) 2015 was noted to have post-operative screw breakage, a non-union and an infection. The patient was scheduled for a revision surgery on (B)(6) 2016. The procedure was reportedly successfully completed with no surgical delays. This report is for an unknown quantity of unknown 2.7 mm variable angle locking screws. This is report 2 of 2 for (B)(4).